Manufacturer narrative:
Rec'd on user facility report sent to MFR.

Event description:
The ventilator was connected to a pt. The customer reports that the simv rate switch was inadvertantly bumped to the low rate causing the ventilator to deliver 2 bmp instead of the desired 20 bpm. There was a pt death, no alarms were activated. No ventilator settings are available. The customer has impounded the ventilator pending an investigation. The ventilator is currently being leased from mediq prn.